Event description:
The report received from the affiliate indicated that approx 16 months after the pt's index procedure for cypher select plus stent implantation, the pt experienced a thrombotic event involving the previously implanted cypher select plus 3.0 x 33 mm stent in the mid right coronary artery (rca). The pt had two cypher stents implanted during the index procedure, there was no problem reported involving the other cypher stent. Coronary angiography was performed and the cypher select plus stent was noted to be fractured. The proximal segment of the stent looked unhinged (separated) compared to the median segment. The very late thrombosis occurred proximal (above) the previously implanted cypher stent and was a 100% occlusion. The very late thrombosis was treated with balloon angioplasty at the time of the coronary angiography. Sixteen hours later, the pt returned to have two add'l stents implanted (one of which was placed inside the fractured cypher stent). The pt did fine post-procedure.

Manufacturer narrative:
The mid rca target lesion for the index procedure was reported to be: irregular, not calcified/tortuous, 29 mm length, and a 71% stenosis. A cypher select plus 3.0 x 33 mm stent was implanted at 18 atm via direct stenting. The stent was not post-dilated. No add'l info was available. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.